Event description:
It was reported that skin breakdown was noted at the anal verge. The pt underwent surgery to debride one of the wounds.

Manufacturer narrative:
It was reported that the zassi rectal catheter is believed to have been left in place for extended periods of time. The time frames could not be defined by the user facility . Repeated requests for additional info have not been answered by the user facility thus the extent of the injury could not be determined. The pt is now out of the hospital system. This report or info submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.